Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose level. Reportedly, the pump was not delivering the appropriate amount of insulin at the time of the event. Further information regarding the customer, event, or treatment was not received. The pump is being replaced to address the issue.